Manufacturer narrative:
(B)(4) inspected one opened/used enlite sensor and performed testing. The sensor failed per specifications with no signal readings detected. Found sensor broken. The broken part still attached to sensor tubing.

Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 107 and blood glucose was 324 mg/dl. Customer also reports of receiving calibration errors. Customer reports that blood glucose had elevated to 413 due to having a sinus infection and being placed on steroids. Customer was advised that sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.